Manufacturer narrative:
(B)(6). Report is for one unknown proximal humeral nail. Part and lot numbers were not provided for reporting. Other number¿UDI: (01) unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the unknown proximal humeral nail was removed from the patient on (B)(6) 2016 due to patient discomfort. The device and associated hardware were originally implanted on (B)(6) 2014. The patient had undergone chemotherapy (timeframe unknown) and lost a substantial amount of weight. The patient told her surgeon that the nail was bothering her, so the surgeon removed the construct. The nail and associated locking screw were removed intact. There was no surgical delay and the patient's postsurgical status was reportedly stable. This report is for one unknown proximal humeral nail. This report is 1 of 1 for (B)(4).